Event description:
It was reported that during a pretest, connecting the syringe with the inflation valve and attempting to inject the fixation water, but the water did not enter the foley catheter and leaked out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,f,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, connecting the syringe with the inflation valve and attempting to inject the fixation water, but the water did not enter the foley catheter and leaked out.